Manufacturer narrative:
H.6. Investigation: two representative samples were received by our quality team for evaluation. The representative samples were subjected to visual inspection, valve injection test, catheter adapter leak test and valve movement test. The two representative samples passed the visual inspection and acceptance criteria on valve injection test, catheter adapter leak test and valve movement test. No abnormality was observed; therefore, the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Since the samples passed testing a root cause could not be determined.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: blood leakage. Turned out to be defective after cannulation of the vein, the one-way valve in which we inject drugs was not such, the patient's blood leaked, we were forced to replace the venflon with further puncture to the patient to ensure safety during induction of anesthesia. Given the incident another doctor tells me that there had been a precedent a few days ago.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: blood leakage. Turned out to be defective after cannulation of the vein, the one-way valve in which we inject drugs was not such, the patient's blood leaked, we were forced to replace the venflon with further puncture to the patient to ensure safety during induction of anesthesia. Given the incident another doctor tells me that there had been a precedent a few days ago.